Manufacturer narrative:
The suspect device has is not returning for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that while attempting access for a mechanochemical ablation [moca] procedure, the micro access wire tip unraveled and detached within the patient's subcutaneous tissue. The physician was able to successfully remove the detached wire tip from the patient by hand. No patient injury to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.